Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated the device has alarmed four times since issue arose during bolus delivery. During troubleshooting, customer stated that they do not use the sensor feature and was assisted with clearing the alarm. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The motor passed the motor test. No motor error alarm noted. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.